Event description:
Additional information: symptoms resolved.

Manufacturer narrative:
Medwatch sent to FDA on 10/21/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hardened nodules, hyperemia, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling addresses hardened nodules, hyperemia, and itching as follows: undesirable effects "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. ¿ induration or nodules at the injection site."

Event description:
Healthcare professional reported patient was injected to the nasogenian folds with juvéderm ultra¿ xc as well as concomitant injection to the perilabial lines with juvéderm® volbella¿ with lidocaine and to the third upper face with botox® approximately 2 weeks later patient developed "perilabial hardened nodules," hyperemia, and itching at the perilabial site. Twenty days later patient was injected with hyaluronidase and was prescribed anti-allergic and corticosteroids ointment. Symptoms are ongoing. (B)(4)